Manufacturer narrative:
Product event summary: the balloon catheter afapro28 of lot number 22550 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. Visual inspection of the handle segment showed blood/fluid inside the y-block. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 3 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). The reported cardiac tamponade occurred during the procedure and could not be confirmed via product analysis. The balloon catheter failed the return product inspection due to pin size hole observed on the surface of the outer balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were received and analyzed. One case file received and recorded on the reported event date. The case file showed three applications were performed using a catheter identified as an afapro28 with lot 22550 without any system notice or anomaly. The fault file was not received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 990063-020 (229604697); product type: 0623-achieve catheter; implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using a balloon catheter, the patient experienced several complications. The patient developed cardiac tamponade confirmed during the procedure. An echocardiogram identified a pericardial effusion. After the third freeze, the patient became uncomfortable, "very hot and clammy," and their blood pressure dropped. A pericardiocentesis was performed. The procedure was aborted. The consultant noted that the patient had a rotated heart and speculated whether the balloon catheter or the mapping catheter might have caused the tamponade. The patient's hospitalization was extended for ongoing observation in the cardiac ward. No further patient complications have been reported as a result of this event.